Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 21nov2016 in the describe event or problem. No further follow up is planned. Evaluation summary a male patient reported the injection button of his humapen ergo ii device was hard to press down. The patient experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch 1110d02, manufactured november 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to high injection force. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with a high probability. The patient indicated the device was used 5 - 6 years; however, based upon the amount time of since the device was manufactured, the device was used for approximately five (5) years which is beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) male patient of unknown origin. Medical history included hypertension concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) from cartridge via reusable pen (humapen ergo ii) at 20 (no units provided) in the morning and 18 (no units provided) in the evening subcutaneous for the treatment of diabetes beginning approximately in 2010. On unknown date while on human insulin 70/30, he had left eye operation for four times, right eye operation for three times. The left vision was 0.03 (no units provided). On (B)(6) 2016, it was hard to press down the injection button of humapen ergo ii (lot 1110d02; (B)(4)), thus he did not inject human insulin three days. He had symptom of fundus hemorrhage (this event was considered to be serious due to medical significance) due to fever and high blood sugar. Since (B)(6) he was hospitalized, he had the symptom of hypoglycemia, his blood sugar was 3.5, and he always had hypoglycemia in the evening. He also at the same time had an intravenous drip in hospital and he consulted physician about the eye condition. He was discharged on (B)(6) 2016. He would have left operation on (B)(6) 2016. He did not recover from any of remaining events. The dosage regimen of human insulin 70/30 treatment was changed, however it was unknown the new regimen dosage. The operator of the device was the patient and his training status was unknown. The general device duration of use was unknown and the reported device use of duration was six years. The device was not returned. The reporting consumer did not know if the events were related to human insulin 70/30 and did not provide assessment for the events and the device. Update 31oct2016: upon review, the case was opened to update the medwatch fields for regulatory reporting, and to add the product (B)(4). Update 21nov2016: additional information received on 21nov2016 from the global product complaint database added the device specific safety summary and the manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 23-nov-2016: additional information received on 26-oct-2016. Product (B)(4) was received, it had already been processed (on 31-oct-2016) so no further changes were made to this case.

Manufacturer narrative:
This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) male patient of unknown origin. Medical history included hypertension concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) from cartridge via reusable pen (humapen ergo ii) at 20 (no units provided) in the morning and 18 (no units provide) in the evening subcutaneous for the treatment of diabetes beginning approximately in 2010. On unknown date while on human insulin 70/30, he had left eye operation for four times, right eye operation for three times. The left vision was 0.03 (no units provided). On (B)(6) 2016, it was hard to press down the injection button of humapen ergo ii (lot 1110d02; product complaint (B)(4)), thus he did not inject human insulin three days. He had symptom of fundus hemorrhage (this event was considered to be serious due to medical significance) due to fever and high blood sugar. Since (B)(6) he was hospitalized, he had the symptom of hypoglycemia, his blood sugar was 3.5, and he always had hypoglycemia in the evening. He also at the same time had an intravenous drip in hospital and he consulted physician about the eye condition. He was discharged on (B)(6) 2016. He would have left operation on (B)(6) 2016. He did not recover from any of remaining events. The dosage regimen of human insulin 70/30 treatment was changed, however it was unknown the new regimen dosage. The operator of the device was the patient and his training status was unknown. The general device duration of use was unknown and the reported device use of duration was six years. The status of the device and the action taken were unknown. The reporting consumer did not know if the events were related to human insulin 70/30 and did not provide assessment for the events and the device. Update 31oct2016: upon review, the case was opened to update the medwatch fields for regulatory reporting, and to add the product complaint number of (B)(4).